Event description:
The customer reported erroneous results for one patient sample tested for tobramycin (tobr). The initial tobr result was 3.33 mg/l. This result was reported outside of the laboratory where the physician questioned the result because the patient does not take any tobramycin as medication. The sample was repeated twice and the results were 0.77 mg/l and 0.57 mg/l. The result of 0.77 mg/l was reported to the physician. No adverse event occurred. The tobr reagent lot number was 60114101 with an expiration date of 09/30/2015. The field service engineer completed service to the analyzer on 06/18/2014 where multiple replacements were made, parts were cleaned and calibration was performed.

Manufacturer narrative:
The customer replaced reagent and sample probes just after getting the erroneous results and the results improved. Preventive maintenance and diagnostic checks were performed on (B)(6) 2015 by the field service representative. The instrument worked according to specification.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. A reagent issue can be excluded. A hardware issue has been excluded. The issue is most likely related to a clogged probe and a pre-analytical issue.